Event description:
A talent stent graft system was implanted in a pt who presented emergently with a symptomatic abdominal aneurysm. The aneurysm was 7 - 7.5 cm in diameter. The aortic neck was 18 mm long, sharply angulated both laterally and anteriorly-posteriorly at about 60-70 degrees, and contained some calcification and some thrombus. The iliac arteries were slightly calcified and moderately tortuous; the right side was more tortuous and calcified than the left side. It was reported that the talent bifurcated stent graft system was implanted via the pt's left side followed by 3 iliac stent grafts. The limbs were not crossed. During withdrawal of the bifurcated stent graft's delivery system, the entire bifurcated stent graft dropped about 4 cm into the aneurysm sac. The physician seemed to have suddenly pulled on the delivery system while removing it; in addition, the tortuous aortic neck anatomy likely contributed to a lack of columnar strength to hold the bifurcated stent graft in place. The decision was made to convert to open surgical repair which was successful. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval results: (angulated aortic neck containing some thrombus and calcium), (delivery system was suddenly pulled during removal).